Event description:
The customer reported that the vertical column will not move and collimator closed down during a steroid injection case. The c-arm was rebooted and case was completed without harm to the pt.